Event description:
A second unit of blood was hung for patient with new IV blood tubing. The rn noticed that there was blood dripping from the tubing above the filter chamber. It dripped for a few seconds and then "burst" suddenly and blood gushed from tubing. The rn was able to clamp the tubing, change to another tubing and complete the infusion of blood into the patient.no patient harm.